Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range, high voltage lead impedance and became dislodged. This caused the patient to receive inappropriate high voltage therapy, which then led to the left ventricular (lv) lead becoming dislodged. The rv lead was explanted and replaced and the lv lead was repositioned on (B)(6) 2018. The patient was stable before, during, after the procedure.